Manufacturer narrative:
Additional information: a- 5a, a-5b, b1, b3, b5, d1, d4, d-6a, d-6b, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient was treated for peritonitis with antibiotics (ceftazidime 1 g ip qd, vancomycin 1 g ip on tuesdays and fridays) due to damaged catheter.

Event description:
According to the reporter, on (B)(6), the patient received hd treatment via double-lumen catheter. On december 15, 2025, a vantive employee reported via the pf portal regarding the catheter. The event occurred on december 8, 2025; the vantive sales received this complaint from a nurse in the hospital. The nurse reported that after use of 1 unit of product, the catheter has been damaged and leaking at the catheter shaft (junction of the bifurcate). There were no adverse events or symptoms/impacts. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h2, h6 information received shows that this event is a duplicate of another issue reported under regulatory report (B)(4). This file will be closed and all further updates processed under the above-referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.